Manufacturer narrative:
.

Event description:
It was reported that in 2008, the patient's pump was moved to the other side due to discomfort in the previous location. Following the repositioning of the device, the pt developed an infection and the pump was removed. The pt was seen three months later and was reported to be doing well. The pump was used to deliver fentanyl, clonidine, and compounded baclofen.